Event description:
The sharp sheared the angiocatheter when the guide wire was removed.manufacturer response: they will pick it up and take it to their quality department and provide me with a report.